Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the device was sent in for the water not flowing. Customer complaint was not verified, water flow was present at start up. Other issues found and repaired. The device was missing the tank fill plug and air detector mounting bracket. The device passed tests after repairs were performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the water was not flowing, changed the middle switch and still no change. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.